Event description:
Pt undergoing 12 hour spinal operation for scoliosis on the modular table system experienced blistering from pressure points.

Manufacturer narrative:
We have requested add¿l info from the distributor on this incident (e.g. Procedure, surgical duration, process, pt monitoring, use of pad covers, add¿l components used, and positioning of pt) the distributor has responded stating that the pt was prone, the healthcare facility used add¿l non-mizuho osi gel pads over the hip covers. The gel was initially checked to ensure it was smooth; however, over a two hour span 2-3 pounds were added every 5-7 minutes for a total of almost 100 pounds. The pt was monitored every 1 ½ hours however, they could not monitor the pressure points as they could not change the pt¿s position. The hospital stated that if they moved the pt, add¿l x-rays would be needed. We have contacted the hosp to inform them that regardless of the add¿l frames and weights, pt monitoring is required as it is necessary to ensure pt safety. Because the decisions of use were deemed acceptable by the clinician and weighted against any other possible outcomes we are closing this complaint.